Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of swollen parotid gland is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient was injected with juvederm vista voluma xc in ck 4 injection sites. After dinner the patient experienced the parotid gland to be swollen. The area of ck4 where hyaluronic acid was injected was where the patient developed a lump in the center, with surrounding swelling, heat sensation, and tenderness. Next day, patient was treated with steroid prescription, anti-allergy medication, nsaids. Symptom is ongoing.